Event description:
As reported: dr. (B)(6) used the pathway on an already stented pt. The pathway was inflated to 25atm for exactly 45 sec when balloon malfunctioned. Under vision, dr. Noted a small rupture in the ureter. He aborted the case and stented the pt until recovery of the ureter. All procedures were followed according to the product inflation instructions and it's unclear as to why the product malfunctioned.